Event description:
Attending reported that the pt's surgical wound fell apart two weeks following rotator cuff repair. Attending reported that suture and knots were intact at time of reoperation. Surgical site was repaired. Pt is reported as healed.